Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. Without additional information or return of the device the clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted inside a 28mm mitral annuloplasty ring in the mitral position via valve-in-ring procedure. The reason for the valve-in-ring procedure is unknown. The implant duration of the 28mm mitral annuloplasty ring at the time valve-in-ring procedure was twelve (12) years, three (3) months, twenty-five (25) days. Devices remain implanted. The patient is reported to be doing well.